Manufacturer narrative:
It was reported that the cardiohelp flow stopped during treatment and the emergency drive could not be used. A getinge service technician was on site and inspected the cardiohelp and the log files for the reported event. It could be determined that the flow was stopped due to a backflow prevention. As observed in the log files the customer then unlocked the device and reset the alarm but did not prevent the backflow by e.g. Increasing rpm or clamping the line leading again to the backflow prevention. (Refer to instruction for use cardiohelp system chapter "backflow prevention") further the emergency drive was working without any issue but the customer was not able to remove the hls module from the cardiohelp during treatment. The most probable root was determined as an user error. The customer was retrained by the sales and service unit. Based on the investigation results no product related malfunction could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The customer reported that the cardiohelp flow stopped and the emergency drive could not be used. Treatment was not finished with the cardiohelp unit. No harm to any person has been reported. Complaint ID: (B)(4).